Manufacturer narrative:
Information was requested but not provided.(B)(4) - incision enlargement, removal and replacement of intraocular lens, trailing haptic.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient had an intraocular lens removed from the patient's right eye due to a possible issue with a trailing haptic. Another intraocular lens with the same diopter was placed and it was noted that the incision was enlarged. Customer associated reported event with use error but did not provide any further details.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. On visual inspection both haptic tips were observed to be broken. The lens was also inspected at 10x microscope magnification. Residues of viscoelastic (ovd) were observed on the lens optic body. Several scratches were observed in the sample received (from the lens edge to the optic zone). Also, loose particles were observed compatible with handling the lens out of the sterile environment. The sample was observed with the characteristic of acrylic 1-piece iol. The lens condition is consistent with a lens that has been removed from the eye. The investigation results do not suggest that the complaint lens condition was attributed to the manufacturing process. A review of the manufacturing records showed no deviations or non-conformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.